Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an abdominal leak coincident with automated peritoneal dialysis (apd) therapy. The cause of the abdominal leak was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.